Manufacturer narrative:
This is the same event as 3010536692-2016-00541. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. Allegedly during the revision, the neck extraction instrument broke causing the surgeon to have to do an osteotomy on the patient , which extended the surgery for 3 hours.